Event description:
Patient called to report adverse events involving a rod, 5 screws, and 5 bands/plates she had implanted on (B)(6) 2021. Patient stated the devices caused her to have bad taste, scleroderma, psoriasis, rash, hives, scratching, soreness, coughing, heart palpitations, radiating pain, tinnitus, blurry vision, floaters, and headaches. Patient also stated that the snomed ehr system was hacked and got all of her devices mixed up. Patient stated she wants everything disconnected and wants off of the program. Patient stated doctors are unwilling to give her medical records.